Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 44mg/dl at the time of incident. The customer reported that she changed her sensor and it kept saying lost sensor. The customer stated the pump was not communicating with the transmitter. The customer is not reporting a lost sensor alert that occurred only with a previous sensor that has already been removed. The customer stated blood glucose had been 44mg/dl shortly before she called. The insulin pump will not be returned for analysis.